Event description:
Customer reportedly obtained results of 215 mg/dl and 22 mg/dl within 5 minutes on the same device. Customer states that he had no hypoglycemic symptoms, but ate glucose pills and drank a soda. No adverse event reported and no treatment received. Customer reports loose desiccant in the strip vial. No quality controls were used. Customer reports that the strips have been disposed of and are unavailable for return.